Manufacturer narrative:
B5, h6: addtional information. One ventilator was returned for evaluation. Visual inspection of the device found the battery holder damaged, and both the battery and battery door missing. Upon visual inspection of the device, the reported customer complaint was confirmed. Battery holder assembly noted to be damaged due to impact. The problem source has been determined to be user interface.

Event description:
Information was received that incident occured during inspection; no patient harm.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported the device was dropped and had a broken battery door. No patient injury or complications were reported in relation to this event.